Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician made several attempts to position the right ventricular (rv) lead in different locations. The lead was noted to dislodge with a gentle pull. The lead was also noted to have high pacing impedance after it was implanted. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.